Event description:
After hemodialysis treatment began, blood leak noted in outflow line on the arterial side. The patient subsequently required blood cultures and antibiotics. The patient lost approximately 100ml of blood. The manufacturer was initially refusing to take back the device, and all of the devices with same lot numbers. Have since agreed.

Event description:
After hemodialysis treatment began, blood leak noted in outflow line on the arterial side. The patient subsequently required blood cultures and antibiotics. The patient lost approximately 100ml of blood. The manufacturer was initially refusing to take back the device, and all of the devices with same lot numbers. Have since agreed.